Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.0/1.00/086 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced vertically with a same length lens due to excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6:work order search: no additional similar complaint type events within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic deformed and haptic stretched out. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).